Event description:
An end user reported she has had a nickel size ulcer for months on her peristomal skin at the 12 o' clock position. The end user also stated she does not know how it developed.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user was advised on crusting with stomahesive powder and (B)(4) wipes. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.